Event description:
A pt allegedly received a burn while using a disposable tens electrode. The exact severity of the burns was not able to be determined. However secondary medical treatment was administered on the burns in the form of first aid cream. Gauze was also applied on the burn of the pt. The burn occurred during a "high voltage pulsed galvanic stimulation" treatment under the administration of an assumed healthcare professional or physical therapist while using a if 775mp stimulator. The if 775mp stimulator was approximately 25 years old according to the hosp. The distributor of the product after talking to the hosp representative and the hosp's risk management team where the treatment was administered concluded the burn was due to user error namely, the disposable tens electrodes used for the high voltage pulsed galvanic stimulation treatment was an improper electrode to be selected for use due to it's small conductive area size (1.25" x 1.25"). Typically in high voltage pulsed galvanic stimulation the grounding pad used contains at least a 4" x 7" conductive area. The hosp's risk management team and the distributor's engineer also concluded the disposable electrodes involved were fine. The hosp and the distributor both concluded the physical therapist should have known not to use the disposable tens electrodes in a high voltage pulsed galvanic stimulation treatment. The electrodes have not been returned to the MFR at the time of this report and it is not likely they will be returned to the MFR for eval.